Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned.

Event description:
Patient fell on right knee in (B)(6) 2012. Bone scan revealed loosened tibial component. Revision scheduled. No further information obtainable due to hospital confidentiality policy

Manufacturer narrative:
The patient is 65 inches in height. An event regarding baseplate loosening after the patient fell involving a triathlon baseplate was reported. The event was not confirmed. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for this lot. The exact cause of the event could not be determined because limited information was provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Patient fell on right knee in (B)(6) 2012. Bone scan revealed loosened tibial component. Revision scheduled. No further information obtainable due to hospital confidentiality policy